Manufacturer narrative:
Follow-up #1: date of submission 04/26/2016. Device evaluation: the device has been returned and evaluated by product analysis on 04/11/2016 with the following findings: the pump powered on normally and successfully completed rewind, load, and prime steps. The pump was exercised for 24 hours with no power interruptions and no alarms occurring. The pump casing was opened and no internal defects were found. The complaint could not be confirmed or duplicated on investigation. Unrelated to the complaint, investigation revealed the following: multiple call service 087 alarms were observed in the black box. The call service 69 failure was written to the black box as a call service 87 failure. Investigation revealed that a language corruption occurred at a component on the printed circuit board resulting in a call service alarm. Additionally, the display screen was dim, fading, and discolored and the battery compartment was cracked.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.